Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance of greater than 3000 ohms. Additionally, it was noted that the non-bsc rv tachy lead exhibited out of range shock impedance and non-bsc left ventricular (lv) lead exhibited high out of range pacing impedance at the same time. Technical services (ts) reviewed the data and confirmed the reported observations. Ts noted that this device has an enhanced header bore and spring contact, so it was less likely to a spring contact issue but advised to consider further evaluating in the clinic. Ts also noted that the power consumption was higher than expected. Upon review, this device was found to be depleting normally. This system remains in service and no adverse patient effects were reported.